Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a procedure in (B)(6) 2011. The patient was reported to be overweight. According to the complainant, in (B)(6) 2011, the patient presented with headaches and hypertension. It was reported that the patient was hospitalized seven times (exact dates unknown) but not for prolonged periods. On (B)(6) 2011, the patient had 3-4 cm of the sling removed. The headaches and hypertension were reported to have mostly subsided after the removal surgery and there is no further medical intervention planned. The patient's current condition is reported to be "okay."

Event description:
It was reported that the physician did not believe the headaches and hypertension were related to the sling. The patient did not have any relevant medications or preexisting medical conditions that could have contributed to those symptoms.only a portion of the sling was removed because it was not possible to remove the entire sling and the removal was completed at the patient's request. It was reported that since the removal surgery, the patient's condition has improved.

Manufacturer narrative:
The complainant reported that the device was not used past its expiration date.